Event description:
It was reported that this insertable cardiac monitor (icm) came out of the incision the weekend after being implanted. The patient took off the steri-strips, which held the incision closed, the same day after the implant. The patient was checked in the clinic and about a week later a new icm was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) came out of the incision the weekend after being implanted. The patient took off the steri-strips, which held the incision closed, the same day after the implant. The patient was checked in the clinic and about a week later a new icm was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The complaint device was not returned to bsc therefore product analysis could not be performed. The primary reported observation is addressed in product labeling. Expected or well-understood factors most probably contributed to the event.